Event description:
It was reported that a device was implanted the day of the report, they were getting an error message and when the reporter looked it up, it said the battery was completely depleted. The reporter was told that the device should have full charge. The event cause was determined and was not device related; the device had accidently been turned off. A manufacturer representative met with the patient and fixed the issue. The device was turned on and the program was checked. The patient recovered with permanent impairment. It was unknown what permanent impairment the patient experienced or if it was related to the device or therapy. No symptoms or interventions were reported regarding this impairment. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0skur, implanted: (B)(6) 2015, product type lead. (B)(4).